Manufacturer narrative:
H.6. Investigation summary: the customer provided bd with samples on a previous complaint record, which were confirmed to have gel air bubbles on the same reported batch. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in two (2) tubes. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst? Blood collection tubes, air bubbles were observed in the gel of fifteen tubes. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst? Blood collection tubes, air bubbles were observed in the gel of fifteen tubes. There was no health impact or consequences reported.